Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that that they experienced high blood glucose blood glucose of 28.4 mmol/l as well as insulin pump had compromised force sensor system alarm. Customer was able to complete rewind insulin pump. Customer reports they were able to clear the alarm. The reservoir will not be returned for analysis